Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported getting the following readings within ten minutes: at 5:30 pm reading of 128 mg/dl. At 5:35 pm reading of 250 mg/dl. No adverse event reported, meter and strips replaced and requested for return.